Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a power error alarm. Customer was unable to clear the alarm by changing the infusion set. Customer changed the sets three times, the device alarmed 3 times. Customer reported the device would not deliver insulin. Customer's blood glucose was 16 mmol/l. Customer's blood glucose at time of call was 12 mmol/l. Customer reported on another incident, customer's blood glucose was 22.2 mmol/l and 1 ketones. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.